Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold after replacing the CPR/trend and hi/low valves. He replaced the hydraulic manifold to repair the bed.